Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to poor sample condition. One segment of a 4 fr single lumen groshong clearvue catheter was returned for evaluation. An initial visual observation showed the catheter segment contained the 33, 34, and 35 cm depth markers and appeared to have been cut at both ends. The catheter segment was flushed with a 12 ml syringe of water and was found to be patent to infusion and aspiration. The segment was then clamped and pressurized; however no leaks were observed. A microscopic observation revealed striations on both ends of the segment, indicating the catheter was indeed cut with a ground-sharpened instrument. No damage was observed on the exterior or interior of the catheter. No damage was observed on the returned catheter segment; however, because the rest of the catheter was not returned for evaluation, it was not possible to confirm the alleged leak. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted from the patient's right arm for continuous infusion of nutrient. It was found that the surroundings of the placement section was wet on the day after the placement. Then, the catheter was checked and damage was found on the catheter. The damaged catheter part was cut and the catheter connector was replaced with a new one. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the patient had a groshong catheter implanted from the patient's right arm for continuous infusion of nutrient. It was found that the surroundings of the placement section was wet on the day after the placement. Then, the catheter was checked and damage was found on the catheter. The damaged catheter part was cut and the catheter connector was replaced with a new one. There was no reported patient injury.